Event description:
The customer contact reported that during testing at the user facility, the device did not sound an audible alarm tone during an alarm condition. There were no reports of any adverse patient events or delays in critical therapies while the device was in clinical use. No additional information was provided.

Manufacturer narrative:
Testing and investigation found the device did not sound an audible alarm tone during an alarm condition. This was due to a lifted pin on the surface of the piezo. This can potentially lead to a defective piezo where the audio alarm is not functioning or functioning at a lower-than-expected volume. Under normal circumstances, the pin (silver metallization) should stay attached to the piezo and not separate. The potential cause is to do stress/shock or thermal transfer (during soldering process) which can potentially lead to separation of the silver metallization form the piezo. This report represents all the information known by the reporter upon query by hospira personnel.